Event description:
Per medwatch, following the completion of surgery to repair fractured hip on hana table. There was undesired table movement and the pt fell to the floor. Pm inspection done and no amount of play observed in lateral or horizontal tilt. After event, both lateral tilt actuators were found to have excessive play allowing a greater than recommended movement of the table top. Confirmed with mizuho technical support that actuators are defective and needed replaced. Also while resulting with mizuho technical support found that gimbal assembly has been updated to a new design which also needs to be replaced. Pt sustained minor injury-abrasions.

Manufacturer narrative:
Table was sold to a third party and was purchased on the secondary market. Due to table not having an annual pm since 07/11/2014, proper inspection and maintenance was not properly maintained. Table had a loose table top that needed a new pivot gimbal installed to resolve the issue with the table top movement.

Event description:
Per medwatch, following the completion of surgery to repair fractured hip on hana table. There was undesired table movement and the pt fell to the floor. Pm inspection done and no amount of play observed in lateral or horizontal tilt. After event, both lateral tilt actuators were found to have excessive play allowing a greater than recommended movement of the table top. Confirmed with mizuho technical support that actuators are defective and needed replaced. Also while resulting with mizuho technical support found that gimbal assembly has been updated to a new design which also needs to be replaced. Pt sustained minor injury-abrasions.